Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2388 ohms. The rv lead sensing was noted to be appropriate. A new threshold test was not performed but the previous threshold test from approximately three months before was an appropriate 3.3 volts at 1.0 milliseconds. A boston scientific field representative indicated the patient was to be seen in the clinic to discuss the performance of the rv lead with the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.